Event description:
On 07/27/2016 tosoh bioscience, inc. Received information that on (B)(6) 2016 troponin qcs were run on a tosoh aia-600ii analyzer. The qcs were erratic but finally had qc results that were within the acceptable range so ran a patient specimen for troponin, result = 0.42 ng/ml. The same specimen was retested, result = 0.58 ng/ml which was reported. Patient was redrawn and result was < l. Initial reported result was determined to be incorrect. The investigation determined that diluting solution was not being used as the sample diluent. Water was being used as sample diluent instead of the proper diluting solution. Root cause: operator error.